Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (04) femur. The reported event was unable to be confirmed due to lack of medical records and no product or pictures received. Review of the device history records could not be performed as part/lot information was not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 - medical product: unknown vanguard articular surface, catalog # unknown, lot # unknown . Unknown vanguard tibia catalog, # unknown, lot # unknown. Unknown vanguard patella catalog, # unknown, lot # unknown . G2 : australia. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2023-02547. H3 other text : product location unknown.

Event description:
It was reported patient underwent a revision procedure post implantation due to pain and instability in knee. Attempts to obtain additional information have been made; however, no more is available.